Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure with a description of lens does not migrate into the injector. There was patient contact with the product and surgery was not completed same day.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).